Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A consumer reported that the patient was currently receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 826.1 mcg/day. The indication for use regarding the pump was intractable spasticity and post spinal cord injury. The pump stopped working. The pump was noted as having almost taken the patient's life. Repeating motor stalls began to occur on (B)(6) 2015. The pump started to alarm again on (B)(6) 2015 and the patient followed up with his healthcare provider (hcp). As per the consumer, the hcp stated that the pump had to be replaced right away. The patient underwent emergency surgery to replace the pump on (B)(6) 2015. The patient had received the pump in 2009, but from 2006 to now he had spent "a lot of time and effort on himself to get his life back". The patient was now "back to square one" and had to learn to walk again. It was noted that the patient read online that the pump was part of a recall but he was never notified. The patient was in possession of the pump. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from a consumer indicated the delivery failure resulted in hospitalization and withdrawal.